Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, crease fold, underweight. A microscopic analysis was performed, which one crease sharp in the radius, stress marks. Based on the device analysis, the final assessment is: a crease sharp opening on posterior side assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.